Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device "stops/starts during use" and "handle warm" during a tympanomastoidectomy surgery, it is known that no pt or user injury occurred. It is unk if a delay in the surgical procedure occurred as a result of the device issue. There was no add'l info provided.